Manufacturer narrative:
Correction to block h11: no additional suspect medical device components were involved in the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a sudden surge of stimulation throughout the body and an uncomfortable aching discomfort around the implantable pulse generator (ipg) site. The patient is able to successfully charge the ipg fully however, stimulation was turned off at this point. The patient database was reviewed and revealed a change in impedance measurements that were displayed in the lead inserted in port a of the ipg as well as signs of premature battery depletion. The patient was reprogrammed to utilize contacts without impedances. Additionally, it was noted that the ipg was delivering maximum compliance voltage to maintain therapy during a period of time while the stimulator was in use however, the stimulation remained turned off after this time.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a sudden surge of stimulation throughout the body and an uncomfortable aching discomfort around the implantable pulse generator (ipg) site. The patient is able to successfully charge the ipg fully however, stimulation was turned off at this point. The patient database was reviewed and revealed a change in impedance measurements that were displayed in the lead inserted in port a of the ipg as well as signs of premature battery depletion. The patient was reprogrammed to utilize contacts without impedances. Additionally, it was noted that the ipg was delivering maximum compliance voltage to maintain therapy during a period of time while the stimulator was in use however, the stimulation remained turned off after this time.

Manufacturer narrative:
Additional suspect medical device component involved in the event:product family: scs-linear leads.